Event description:
Philips received a complaint on the heartstart mrx indicating that the device's power supply has a noise and will not recharge the battery. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.